Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion hollow fiber oxygenator, it was reported that the delta p rapidly increased within the first 10 minutes of cpb and continued to climb. In consultation with physician, the staff decided to give 500ml of 5% albumin, after which the pressure excursion began to resolve. Additionally, there was poor gas transfer performance with this oxygenator. At an fio2 of 100% it was only generating a vo2 of approximately 150ml/min, far below the oxy rating. Use of device was unspecified. There was no adverse patient effect associated with this event